Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned tibial insert was unable to confirm the reported event: however, evidence of third body debris was found imbedded in the articulating condyles (unable to determine the origin of the third body debris: bone and or cement) and the backside of the insert shows circular scratches and pitting. There is no evidence that could confirm the reported inclined interiorly tray, as mentioned in the complaint description. X-rays were not available for the investigation. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised due to implant loosening. After the surgery, it was found that the tibial tray was loosened. The tray was found inclined anteriorly.